Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2016. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's blood glucose was 200 mg/dl at the time of call. The customer's spouse stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer's spouse stated that they were given insulin drip to treat the blood glucose. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.